Manufacturer narrative:
Device eval summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 202, code 107) has been confirmed. Upon investigation, contamination was discovered on the c/a board, sd card, and monitor table board, which caused the reported service codes. The root cause of the contamination was ingress of an unk liquid. No adverse event resulted from the contaminated monitor. The pt received a replacement monitor.

Event description:
A zoll pt service rep (psr), called zoll customer support to report that, while fitting a (B)(6) male pt, monitor sn (B)(4) was displaying a service code 202 and service code 107. The pt was fitted with a replacement monitor.